Event description:
A malfunction was reported with a code displayed as malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer with resetting the pump and provided information on how to perform this reset. The malfunction code did not recur, and the customer was instructed to continue using the pump and to reach out if the issue reappeared.